Event description:
It was reported a 6f vip was deployed in the right femoral artery without incident. Later, the pt developed reduced pulses. The pt underwent surgical intervention for femoral thrombectomy and a femoral patch. The pt has pre-existing conditions of diabetes and hypertension. The pt was reportedly stable.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info rec'd, the cause for the vessel occlusion could not be conclusively determined. The angio-seal instructions for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device IFU state the safety and effectiveness of the angio-seal device has not been established in patients with uncontrolled hypertension.